Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured right ventricular (rv) lead. It was also reported that the rv lead exhibited high impedance and noise. The rv lead was capped and replaced. It was also reported that the patient's left ventricular (lv) lead was fractured. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.